Event description:
On 06/10/2022, infutronix received a complaint from an end user: "our patient had a pump leak twice this week. We aren't really able to determine the cause, but the chemo bag/spike seemed to be intact. The 2nd time, the tubing on the pump broke off. I'm not sure if this is an issue with how the bag fits into the pouch?" Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.